Event description:
The hospital reported that after an endoscopic vein harvesting procedure, as the extension cable was being unplugged, it was noted that the green end of the cable had started to peel. A replacement device was not needed as the procedure had already been completed. The hospital did not report any patient effects. The device was returned for investigation.

Manufacturer narrative:
Investigation: the extension cable was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the green jacket of the cable connector had migrated slightly from its original position. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).